Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-08925. It was reported during ipg replacement surgery (ref. MFR. Report#3006705815-2018-01097) high impedance values were discovered on several lead contacts. Reprogramming of the alternate lead provided temporary coverage. Follow-up identified surgical intervention was undertaken on 24 august 2018 wherein an additional lead was implanted to address the issue. Reportedly, the original lead was left in situ. Postoperatively, adequate coverage was achieved thus resolving the issue.